Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: was anything unusual noticed during the initial surgery? Nothing different was noticed. What was the cartridge selection for all steps of this procedure? Blue cartridge for the stomach. White cartridge for the bowels. Was buttressing material used? No. Was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? The surgeon uses the echelon for 10 years and does the same procedure in the same way for the last decade. Was there any difficulty removing the device from the tissue? No. Was there any issue with staple formation noted in the primary and secondary operation? No ¿the patient had to go back to the or because of an occlusion due to bleeding¿ how was it detected? Blood in the cells and abdominal pain. ¿the bowels were dilated¿ what was done to manage this situation? The surgeon had to open the bowel and use an aspiration device to remove all the blood cells. Is there any other additional information you would like to share about this device or procedure? No the following information was requested, but unavailable: was an intra-operative egd performed? How was the gastrojejunostomy created? Where was the site of the bleeding? How was the issue addressed?

Manufacturer narrative:
(B)(4). Additional information requested and received: was an intra-operative egd performed? Yes ¿ images are available if necessary. How was the gastrojejunostomy created? With a white cartridge lateral jejunostomy. Where was the site of the bleeding? Inside the small bowel. What color cartridge was used? White. How was the issue addressed? Dilated and nearly necrosed.

Event description:
It was reported that after a gastric bypass procedure, 48 hours after operation, the patient had to go back to the or because of an occlusion due to bleeding. The bowels were dilated. The surgeon has the impression that the staple line is dry on the outside, but bleeding occurs on the inside of the staple line. The patient is in stable condition. It is unknown what was used to complete the procedure. One device and the reloads were discarded.